Event description:
It was reported that the patient's atrial lead dislodged, and due to rigidity of the lead, it resulted in dislodgement of the left ventricular lead. Dislodgement of both the atrial and left ventricular leads was confirmed through diagnostic imaging and visual examination. The helix of the atrial lead was also noted to be out of position. Both leads were explanted and replaced. The patient was stable.